Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient endured elevated blood glucose (bg) levels while wearing the pod on the leg. No specific values were provided. After delivering a bolus, patient's bg dropped to 48mg/dl. Patient was provided gummy bears, however, began to vomit. Subsequently, patient was hospitalized. It should be known that patient's father alleged the cause of the low/high bg levels was related to a malfunctioning "shunt" that is currently implanted in the patient's head and not caused by the omnipod system. Surgery was performed to correct the "shunt" malfunction, patient was administered antibiotics, and placed on an insulin drip.

Manufacturer narrative:
The returned pod was evaluated and performed as designed. Investigation found no defects or deficiencies that would contribute to the reported low bg (blood glucose) levels, or a malfunction of the pod¿s ability to deliver insulin.